Manufacturer narrative:
Additional information was received that the patient underwent pocket revision wherein the ipg was replaced because the physician suspected device malfunction. The patient was doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause heating and/or burning pain at the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing burning pain and or heating at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site whether the stimulation was on or off after a non device related fall. There was also redness noted at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site whether the stimulation was on or off after a non device related fall. There was also redness noted at the pocket site. The patient will undergo a pocket revision.